Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The device was reprogrammed to address the anomaly. There were no adverse consequences to the patient.